Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.5 cm in diameter abdominal aortic an eurysm. The proximal neck is 19 mm in diameter and 25.6 mm in length. The neck is angulated anteriorly. At the index procedure there was a late type ii endoleak. The right and left iliac arteries are 12 mm in diameter. It was reported that the patient was converted to open repair. The patient's aneurysm continued to grow following evar, the aneurysm was at least at 9 cm in diameter. The aneurysm was full of thrombus, no seroma. There were several patent lumbar arteries; however, the physician does not know if there was an endoleak or not. The physician explanted some of the graft and left the top hooks and a portion of the top stent. A graft was sewn to the top portion and the aortic neck proximally. Distally, portions of the limbs were left implanted and grafts were sewn to them. The patient has done well. Clot was sent for culture just as a routine test and there was no sign of any infection. The stent graft has been discarded.

Manufacturer narrative:
(B)(4). Results: aneurysm enlargement. Unknown cause of aneurysm enlargement. Conclusion: unknown cause of aneurysm enlargement. Aneurysm enlargement.